Event description:
Customer reportedly obtained a result of 262mg/dl on a compact plus system and 92mg/dl on a lab drawn within 10 minutes. No actions taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.